Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2022.

Event description:
It was reported that there was variation in patients stimulation due to postural changes. No device malfunction was suspected. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded.